Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the 7x120x80 absolute pro self expanding stent system covered the distal portion of the lesion and the proximal portion was left untreated. Per the physician, the stent did not jump. During moving the thumb wheel for release the stent implant moved atypical to the distal direction. Additionally, per the physician, although the proximal portion of the lesion was not covered by the stent implant, he did not attempt to correct the position of the stent by withdrawing it.

Event description:
It was reported that during a procedure to treat a de novo lesion in the right superficial femoral artery (sfa) with heavy calcification and 80% stenosis, a 5.0 x 120 non-abbott balloon catheter was advanced and dilatation was performed. X-ray was performed and there were still section(s) of stenosis within the target lesion. Reportedly, a 7 x 120 x 80 absolute pro self expanding stent system (sess) was advanced without resistance and during release, moving the thumbwheel to retract the retractable sheath, there was friction while the retractable sheath was being retracted. After successful stent deployment, the sess was simply withdrawn from the patient anatomy and post dilatation was performed as standard procedure with the same non-abbott balloon catheter; inflation up to 16 atmospheres. Xray was performed to check the position of the stent implant when it was noted that the stent implant had not covered the lesion completely because the stent implant had shortened approximately 2.85 cm. Reportedly, there was no other stent placed to cover the lesion completely and per the physician's decision the lesion was not treated further. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Additionally, a cine of the procedure was reviewed by an abbott clinical specialist. The suspected shortening of the stent was confirmed. Based on the reviewed information, no product deficiency was identified.